Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. The patient underwent the concurrent procedures of a hysterectomy with right salpingo-oophorectomy during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, vaginal scarring, erosion, bowel problems, and other outcomes following the procedure. It was reported that the patient underwent revision to loosen mesh in (B)(6) 2008 due to inability to void. The patient underwent mesh excision on (B)(6) 2009 due to pelvic pain. The patient underwent excision of extensive vaginal mesh on (B)(6) 2012 due to mesh erosion. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent colpocleisis, partial, anterior colporrhaphy, and coaptite periurethral bulking injection on (B)(6) 2012 due to cystocele, vaginal vault prolapse, and erosion. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.